Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported by repair work order that there was a loss of function at both siderails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that there were no controls at both siderails due to cpu board, siderail limit switch, and wiring harness #1 all being damaged. It was also reported that the drive and brake lights were flashing due to damaged wiring harness #2 and there was a loss of all motor functions due to damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.